Manufacturer narrative:
(B)(4). Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please, explain the meaning of the enseal jammed up and spoilt. The device jammed up as it is not able to open after completed the cut & seal cycle. I-blade was not returning to the position. Did the jaws close? Yes. Did the jaws open? No. Was the device closed on tissue and would not open? No. Did the surgeon attempt to manually open the jaws with his fingers? Was tried to pull the handle to open the jaws. If no: was the device on a vessel/artery when it would not open? No. If yes, how was the device removed? (I.e. Cut off, forced opened) it jammed up when completed the cycle. If cut off, did this cause a change in the plan of care for the patient? No. Did the removal cause any damage to the vessel/artery? No. If yes, what is the damage and how was the damage repaired? Na. Did the surgeon continue the case with this same device? He opened another new enseal to complete the case. Were there any error messages and if so what were they? Gen11. Showed "change instruments." Did the device activate? Na. Did the I-blade move when the jaws were opened and closed? Yes.

Event description:
It was reported that during an unknown procedure, the surgeon noticed of creaking sound from the start of using the reported enseal. At the middle of the case, the enseal jammed up and "spoilt". He was upset with the quality of enseal. There was delay in surgery. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n90l0e. The device was received with the electrode and ceramic separated from lower jaw but still attached to the active rod. Upon visual inspection under magnification it was noted that the ceramic was partially missing. The ceramic was damaged by the separation of the electrode from the lower jaw. Testing found a short on the device when the jaws are fully or partially closed, resulting in an alert screen "reposition jaws and reactive". This is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). The "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen twice. The separated electrode prevented the instrument from fully cycling open or close. This is due the interference between the blade and electrode. It is possible that the unexpected noise heard could be when the electrode and ceramic got damage. There is insufficient evidence related to what caused the damage on the device. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.